Manufacturer narrative:
No information has been provided to date. The device was not returned for analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "error code 46400" occurred. No patient injury was reported.

Manufacturer narrative:
Additional information received on 03-aug-2022 via email and attached in complaint object: there was no patient involvement and the event happened during bench test. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 13-jul-2015.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found it missing tamper seal. There was evidence of the error recorded in the event history log. The reported problem was not duplicated. During the investigation, an error message was found in the device information folder and in the pump's event history logs. The downstream occlusion sensor possible being intermittent was noted as the cause of the reported problem. It was recommended that the error code be cleared and the downstream occlusion sensor and bezel be replaced as preventative/corrective action. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.